Event description:
The needle separated from the stylet. The initial report indicated the needle was not covered and leaking. However, upon investigation the needle was found to have separated from the stylet.

Manufacturer narrative:
We received one used unit for analysis. The incident was originally reported as a leaking catheter, however, upon further visual inspection by our quality engineer, it was determined that the needle had separated from the stylet. The device history was reviewed for lot number 6178300 and no irregularities were noted during manufacturing. The engineer concludes that this type of defect can occur due to a drop in pressure on the manufacturing line, causing a low force in the crimping machine which leaves the stylet barely attached to needle. Since the crimping die did not ensure the joint of the needle and stylet, separation could then occur with any small force applied. The facility initially reported the incident to the sales rep who did not report the incident until 08/08/2007. Attempts are being made to obtain additional information regarding this incident. Upon receiving the additional information, a supplemental report will be submitted.